Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the 2.5 drill bit jammed inside the guide during an unknown procedure. The drill bit had to be removed with pliers. The surgeon discarded the guide and used another 2.7 drill bit to successfully complete the procedure. Concomitant device reported: unknown drill bits (part # unknown, lot # unknown, quantity 2). This report is for one (1) 3.5mm non-locking drill guide. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part:03.133.002, synthes lot: h753027, supplier lot: n/a, release to warehouse date: april 08, 2019, expiration date: n/a, supplier: (B)(4), no relevant nonconformances were determined. Visual inspection: the non-locking drill guide 3.5 was received at us customer quality (cq). Visual inspection of the complaint device showed scratches and markings indicative of difficult removal on the exterior of the ø2.5mm guide sleeve. The sleeve does not appear bent. Functional test: a functional assessment was unable to be performed on the complaint device since a mating device was not returned. However, the video shows an unknown drill bit stuck in the guide sleeve and the surgeon struggling to remove it. The condition was able to be confirmed but not replicated due to no mating device. Dimensional inspection: measured dimensions: 2.5mm sleeve od = conforming 2.5mm sleeve ID = conforming document/specification review: current and manufactured revisions were reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the exterior of the guide sleeve shows markings indicative of difficult removal and the video shows an inability to disassemble. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.